Event description:
On (B)(6) 2007, a pt was treated with three gore tag thoracic endoprostheses for a chronic dissection of the thoracic aorta extending into a thoracic aortic aneurysm. A final angiogram demonstrated only partial exclusion of the dissection as only the proximal end of the false lumen was completely sealed off. Slight perfusion of the aneurysm sac was observed distal to the dissection. The physician adopted a wait and watch approach. On (B)(6) 2007, while in the hospital, the pt died from a ruptured thoracic aneurysm. Results of the autopsy found the official cause of death to be a ruptured thoracic aortic aneurysm originating from the distal thoracic aorta.

Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional devices implanted in this pt: (B)(4).